Event description:
It was reported that during a gastroplasty procedure, the stapling opened. It was necessary to use four more reloads to do the resection of the stomach. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.